Event description:
It was reported that during device change out, externalized conductors were observed on the rv lead. The lead was tested and no electrical anomalies were noted. The lead remains implanted. The patient tolerated the procedure well with no complications.